Event description:
Site called to report images were difficult to view on monitor as the synthetic images were too dark. Navigation was discontinued for the completion of the surgery. No impact to patient outcome reported.

Manufacturer narrative:
Medtronic rep upgraded software and changed settings in software, system was working as intended after these changes. No impact on patient outcome.